Event description:
It was reported that the bedside monitor (bsm) has no audible alarm. No consequence or impact to patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that they were getting no audio output. Service requested: the customer sent in the unit for repair/evaluation. Service provided: mu-671ra -sn: (B)(6) was cleaned and evaluated. The reported problem of" audio for this device does not work" was confirmed, our evaluation also found the touch screen has long and deep scratches, touch screen is calibratable, but in certain spots it has offset(all the picture was uploaded in notification folder) and the unit come to repair center without the battery cover. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the device warranty began 09/30/2010, which is over 8 years at the time of reported issue. A review of device history found no previously reported issues or nka physical servicing of the unit. There was a failure of the touch screen. The unit was returned and nka evaluation was performed. The reported issue was duplicated and long deep scratches were found on the touch screen and the unit came to repair center without the battery cover. Repair center evaluation found that the device had gone under physical abuse. The issue was resolved by replacing the malfunctioning parts (touch screen, mu-671ra; battery cover for mu-651ra; touch screen packing, mu-671r). This issue was caused due to customer abuse. This is not a device malfunction. Based on the given information, this issue is not suspected to be caused by deficient device or design. Qe investigation for this complaint record has been completed. Corrected information: d10. Device available for evaluation? F9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. D4. UDI# . F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
It was reported that the bedside monitor (bsm) has no audible alarm. The product involved in this event has been returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bedside monitor (bsm) has no audible alarm. No consequence or impact to patient.